Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, two openings edge on posterior side assessed, as unidentified (tear) opening. Additional observations: crease is observed, wear abrasion is observed. Partial delamination assessed as adhesive failure. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional, left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional left side rupture. Device remains implanted.